Manufacturer narrative:
An immucor field service engineer (fse) reported the peruvian event. A review of the instrument test well images in question did not denote an error during testing.

Event description:
On (B)(6) 2017, an immucor field service engineer (fse) reported for a (B)(6) customer site an unexpected negative antibody identification when using capture-r ready-ID when used on a galileo echo instrument.